Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and that a cut was present in the cuff, causing the leak. The origin of the cuts cannot be determined however it appears that the cuff may have come in contact with a sharp object. A review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution. Instructions for use include warnings and cautions related to cuff inflation tests, pressure application, and ensuring the cuff does not come in contact with sharp objects.

Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.